Event description:
The pump was returned for investigation. Investigation revealed that the display screen was lifted and not secured. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be lifted and was not secured. Unrelated to the display issue, evaluation revealed that the pump case was damaged near the top of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.